Event description:
It was reported that after an intraocular lens (iol) unfolded in the right eye, it was noted there was a scratch on the optic and needed to be removed in the same procedure. When the lens was cut in half and removed, one of the halves was lost in the drapes. Another johnson & johnson lens (same model and diopter) was successfully implanted as a replacement. A vitrectomy was not required, however, an incision enlargement and sutures were required. There was no patient injury. No other information was provided.

Manufacturer narrative:
Ethnicity/race: unknown/asked but did not provide. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Ifexplanted, give date: not applicable, as lens was removed/replaced during the same procedure. Intal reporter telephone number: +1(403)252-3937 (B)(4). Other 81: the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide some of the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 20-apr-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received taped to the original simplicity. The original simplicity was received inside of the original folding carton. Visual inspection under magnification revealed that the lens was received cut in half (one half missing), the lens was cleaned, and a scratch was identified on the optic body. A scratch on the haptic was found as well. The handpiece presented with a bent plunger rod tip and a cartridge tip crack. The handpiece was disassembled, and the assembly was inspected, no assembly issues were identified. Cosmetic issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.